Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "random upstream occlusions" was not reproduced due to door not fully latched. A review of the event history log revealed multiple "upstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was an out of specification upstream sensor values. The upstream sensor assembly required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed random upstream occlusions. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.